Event description:
A doctor reported of a planned explant of a multifocal intraocular lens (iol) from an unhappy patient's eye. Additional information received indicated that the lens on the left eye was explanted. It was planned the following week to remove the iol of the right eye as well. The reason for explant was due to major visual dysphotopsias. It was learned that the patient did not like vision with symfony, so they replaced them with dib00. The patient fully recovered post explant, pre-op best spectacle corrected visual acuity (bscva) - 20/40, post-op bscva - 20/20 no incision enlargement, no vitrectomy, no sutures and no delay in procedure reported. Explanted lens will not be sent back. No other information was provided. This MDR report pertains to the right eye (od). A separate report will be submitted for the left eye (os).

Manufacturer narrative:
Section a4, a6: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between oct. 02, 2023 and sep. 09, 2024. Section h3- no: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.